Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level of 400-500 mg/dl. The customer treated with bolus from the pen. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer did not have pump with them to troubleshoot. The product was not returned for analysis.